Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in intermittent comm loss with 8 beds. No patient harm or injury was reported. Investigation summary: technical support (ts) advised the customer to reboot the cns, but they could not as manager was not available. The customer was to perform a reboot when possible and call back if further assistance was required. No additional information was provided by the customer. No hardware was replaced. A complaint history review of the customer's account did not reveal any significant trends for comm loss issues. Based on the available information, a definitive root cause could not be identified for this event. A review of the device history revealed an additional call due to comm loss, ticket (B)(4). However, the customer acknowledged the issue occurred during a generator test, and therefore was highly unlikely associated to this ticket. Comm loss is an error message notifying the user of loss of network communication between the monitoring devices and the central nurse's station (cns). Possible causes of a communication error message could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the bedside monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed. Communication loss may also occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection.

Event description:
The customer reported that the central nurse's station (cns) was in intermittent comm loss with 8 beds. No harm or injury occurred.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying 8 beds that are going in and out of communication loss. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is displaying 8 beds that are going in and out of communication loss. No harm or injury occurred.